Event description:
Drawing fluid when 4-5 inches of catheter broke off in patient. It was brittle, "can mash it in your fingers like it's been baked or something." It "just disintegrated," only 1-2 inches left on the hub. Remainder will be removed surgically tomorrow.

Manufacturer narrative:
To date, the device was not made available for evaluation. Consequently, we are unable to determine a possible root cause for the reported issue. A device history review (DHR) and the raw material history files for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. This incident will be added to the quality system information for trending purposes.